Event description:
It was reported that revision of our previous hip system was performed to replace oxinium head and constrained liner. Cup and stem stayed intact.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, insufficient clinically relevant documentation was provided, therefore, a thorough medical investigation could not be performed. However, it was communicated that the procedure was successfully completed with a backup device with no patient injury and less than a 30 minute surgical delay. The patient impact beyond the minor surgical delay cannot be determined. No further medical assessment is warranted at this time. Without the actual product involved, our investigation cannot proceed. We consider this investigation closed.